Manufacturer narrative:
Device evaluation: it was noted that the device did not function.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the power module device housing was cracked (broken). It was further determined that the device failed the following pre-tests saw- test, function- test, charging and checking of power module in charger, information button and self-test, check motor shaft abrasion and free moving and general condition and lever. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.